Manufacturer narrative:
(B)(4). Add'l info will be provided following the conclusion of the investigation. Imp ref# (B)(4).

Event description:
Arjohuntleigh received a customer complaint where it was reported that during the transfer from the bed to the wheelchair using maxi twin lift and the sling fitted with clips, one of the clip became dislodged from the spreader bar of the lift as the resident "shifted position and at the same time kicked the left leg upwards." It was indicated that the caregiver attached the sling in accordance to the training. When the caregiver started the transfer no problems were apparent. The resident started in the lying position in the sling. The caregiver opened the legs on the lift before transfer and then moved the lift backwards towards the door and changed the position from lying to sitting. Upon moving the lift forwards towards the wheelchair, the resident shifted position and at the same time kicked the left leg upwards. At this moment one of the clips in the sling became detached. The pt then started to slowly slide out of the sling. The caregiver tired to move the wheelchair into position and at the same time take the weight of the falling resident. Unfortunately, the caregiver was unable to prevent the pt from falling to the floor landing on her left hip. The resident was assessed for injuries and then transferred back to bed using a different sling. Staff noticed swelling on left foot and administered pain relief. After further assessment staff noticed a doctor. After an x-ray the pt was admitted to hospital. The next day an operation was performed to fit a plate and pins to the fractured left hip.